Event description:
The customer reported that after preventive maintenance (pm) service was performed by a beckman coulter field service engineer (fse), the ion selective electrode (ise) reagent compartment of a unicel dxc 600 synchron system was leaking fluid onto the floor. The customer was wearing personal protective equipment consisting of gloves, a lab coat and goggles and no injury or exposure was reported. The customer stated that no erroneous results were generated and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found a drain line that had popped off. Fse replaced the line and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).